Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead while implanted with a competitor device, several days post implant exhibited increased thresholds, diminished r-waves and decreased impedances. It was suspected the lead had perforated the heart wall. A successful repositioning was completed. To date, no additional adverse patient effects have been reported.